Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis confirmed the customer comment that the device had bad connector ports; the output connector assembly was broken. The comment that the device was not working could not be confirmed. It was also noted that the lower case was dented and contaminated, and the hanger assembly was contaminated. All found defective parts were replaced and all other identified issues were resolved. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had bad connector ports, and was not working. The epg has been returned for repair. No patient complications have been reported as a result of this event.